Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were investigated but all the 5s parameters were in specification. No other optical signal related alarms were observed. To investigate the complaint further, product investigation would be necessary. Therefore, the root cause of the optical signal issue was not determined since product was not returned and data logs were inconclusive. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant reported the impella had aorta (ao) sensor drifts and suction alarms with no known cause. The doctor adjusted the ao waveforms. They were unable to flow above p-7. Echocardiography showed the impella position and there was no cause for concern. Patient remained on support. No known patient harm or injury.